Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the orange light was blinking on the module controller board for drawer 2.1. A field service engineer fse powered down the station and reseated all connections on the module controller for drawer 2.1. The fse then rebooted the station and after reboot the drawer was detected on the bus and functionality was tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 was not detected on bus and preventing access to medication, which located on wt ms5b. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.